Event description:
Later it was reported that the suspect product and generator were received by the manufacturer. Product analysis testing has not been completed to date.

Event description:
Product analysis testing for the generator and lead was completed. No anomalies were identified with the generator. Based on an internal data review, high impedance was recorded on the generator earlier than initially reported. The fracture condition within the lead was confirmed. Fluid leaks and corrosion were also identified within the leads. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen in clinic with high impedance. The patient is being referred to for a potential full revision. The surgeon will open the site and check the connection of the battery and leads. If they are an issue, he will then change out the leads and the battery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Later, it was reported that the patient underwent a full revision. The explanted devices have not been received by the manufacturer to date. No other relevant information has been received to date.